Event description:
The surgeon partially implanted a cc4204bf collamer plate lens but it was removed with no patient injury. The facility felt the foam tip plunger broke broke while the lens was being inserted, but it is unknown if it caused any lens damage. An sfc-25 cartridge was used but the facility was unable to provide the lot number. The facility was unable to provide the model and lot number of the injector.